Manufacturer narrative:
Additional device product codes: erl; hbe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent reduction of facial mass fracture on (B)(6) 2019. A drill bit broke during drilling in the patient's bone prior to insertion of the cortex screw. The cortex screw was introduced into the patient, but when reviewing the depth, the doctor saw the need to change the implant for a longer one to obtain the desired result. The broken piece was recovered as it was not inserted in the patient. Procedure was successfully completed with no surgical delay. The patient has not presented anything, the surgery was performed without problems. This report is for one (1) 1.1mm drill bit/mini qc with 4mm stop. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.